Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that insulin pump performed safety and open book image was found. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. No critical pump error alarms noted. Device failed sleep current measurement due to corroded electronic assemblies. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.